Event description:
This lead was capped on (B)(6) 2007 for an unknown reason. It was explanted on (B)(6) 2012 due to an infection. The procedure took place at (B)(6) hospital with dr. (B)(6) in (B)(6), ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).